Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for follow up in clinic, high thresholds and poor morphology scores were noted on the patient's right ventricular (rv) lead. The chest x-ray revealed dislodgement of the rv lead. The lead was explanted and replaced. The patient was stable.